Event description:
A customer reported that she obtained imprecise sequential readings on her freestyle blood glucose meter. The customer obtained the readings of 20.8 mmol/l, 3.9 mmol/l, 3.1 mmol/l, 2.9 mmol/l, 4.4 mmol/l and 3.1 mmol/l within a ten min timeframe. When plotting each of the readings against the average on a parkes error grid, one of the results fell in the "c" zone. Results in the "c" zone are considered clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be submitted once investigation results are complete.